Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl. There were no additional symptoms reported. The patient was initially taken to a red cross clinic that did not work with pods, so the pod was removed, and clinical staff attempted to reduce glucose with multiple daily injection (mdi) therapy without success. The patient was subsequently transferred to (B)(6), where multiple pods were applied and replaced over approximately one and a half weeks due to issues including cannula not inserting properly and communication errors with the dexcom g7 continuous glucose monitor. Blood glucose remained high until the patient received an insulin infusion, after which blood glucose remained stabilized for approximately one and half days but subsequently rose again, resulting in continued monitoring and hospitalization. Many pods were used and discarded in the hospital. According to the report, the pods removed in the hospital were likely disposed of by hospital staff. Additional good faith effort (gfe) attempts were made to obtain additional information; however, no further details were obtained. No further information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.